Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed an error 20004 (front end failure). There was no adverse patient impact reported.